Manufacturer narrative:
The customer's complaint that the prime switch of the thermogard xp ivtm system (sn (B)(6)) was not functioning was confirmed during the functional testing. The root cause of the reported complaint was a defective prime switch. The prime switch was replaced to address the reported complaint. Following service, the thermogard xp ivtm system passed the final functional tests without any issues. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the thermogard xp ivtm system with sn (B)(6).

Event description:
During ivtm therapy, the customer noticed that the prime switch of the thermogard xp ivtm system (sn (B)(6)) was not functioning. Another thermogard system was used to continue the therapy. No consequences or impacts on the patient.